Event description:
Pt admitted after mva underwent a posterolateral arthrodesis c4 to t3, segmental pedicle fixation, c4 to t3, posterolatral allograft c4 to t3 in 2004. Pt subsequently was diagnosed with fulminant liver failure during a 9/2004 admission and was diagnosed as hep b positive. Of the risk for hepatitis, the pt was an insulin dependent diabetic, surgery, transfusion and allograft. The pt received demineralized bone matrix grafts. Exp date 2005 and exp date 2006. Infection control coordinator reported.